Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer did not have an alternate method for insulin therapy at time of the call and declined a followup from tandem technical support. Customer¿s blood glucose level was 120-125 mg/dl.